Manufacturer narrative:
If impression material was swallowed and if the foreign body is really a piece of impression material is still unclear. The dentist reported no complication during the taking of the impression. A complication like suffocating would be expected if a piece of 3 x 4 cm is swallowed. Also the long time between the dental treatment and the surgery (approx. 6 weeks) would spek against a direct relation between the bowl occlusion and the dental treatment. Nevertheless it can't be fully excluded that the adverse event was caused by the impression material. Because of the favorable examination of a retained sample and due to the fact that no other similar complaint have reached us, we don't see a product issue here.

Event description:
On april 26, 2016 it was reported to 3m (B)(4) that surgery was necessary to remove a foreign object out of the small bowel to prevent a bowel occlusion. A foreign body with the size of 3 x 4 cm was removed in two surgeries. This medical intervention was done on (B)(6) 2016. Currently the patient is on the way to recovery. The patient thinks that the foreign object originates from an impression taking using the 3m (B)(4) product 3m espe impregum penta on (B)(6) 2016. At the moment it is not clear that the foreign object is really a piece of impression material that was swallowed, but it can't be fully excluded.